Event description:
The pt was bilaterally implanted with siltex becker expander/mammary prostheses. Subsequently, the pt experienced a rupture of the left device and bilateral silicone granulomas. The devices were removed on 7/19/99.